Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unable to exit the preparing to prime loop. The customer stated that during the fill tubing the numbers are not coming up prime rewind. The blood glucose was unknown. The customer advised to hold down act until they receive 2nd series of beeps or numbers appear on the display. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The device will be returned for the analysis.